Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the suctionaid port cracked, making it difficult to aspirate secretions on patients with the potential to cause increased risk in aspiration pneumonia. Occurring in multiple tubes now on the blu select portex suctionaid tube. The event occurred in the hospital while in use with patient and the device was operated by a healthcare professional. The issue was not revolved. There was a need to mark the tubes and highlight the problem and have the whole tube changed when the patient was able to. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.